Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: da vinci prostatectomy. Event description: a clip should be set an the trigger was pulled plastic-to-plastic. Two clips were already set on a vessel. When they tried to set a third clip no clip came out the ca500. Patient status: all right. Intervention: they opened a new device (ca500) which worked fine.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: da vinci prostatectomy event description: a clip should be set an the trigger was pulled plastic-to-plastic. Two clips were already set on a vessel. When they tried to set a third clip no clip came out the ca500. Patient status: all right intervention: they opened a new device (ca500) which worked fine.